Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) had suffered an episode of ventricular tachycardia (vt) with a rate of 190 beats per minute (bpm). The device did not deliver therapy as intended, patient was brought in and an external shock was delivered to convert. Fault code 1004 for lead short displayed showing ¿limited capacity¿ message. A cap reform was attempted but failed to complete. The patient was admitted for device change out. During device further evaluation fault code 1003 blown plasma fuse and 1007 charge time (CT) exceeded were also observed. Tachy therapy was programmed off until the system replacement. The physician had reported to the field representative the pocket was swollen with no bruising and inquired if this could be device related. A call to boston scientific technical services (ts) to discuss that possible arcing back to the can could cause damage resulting in the device to swell. Ts recommended attempting to interrogate the device, as another possible cause of swelling could be from a very rapid depletion of the battery (seconds to a few minutes) which would not allow the device to be interrogated successfully. Ts further explained that the plasma fuse blows in an attempt to prevent too much energy going into device so not to cause catastrophic damage. An alert was detected for therapy being programmed off prior to the device being changed out, which was already known by the physician. An entire system revision was performed. A new device and leads were implanted successfully. Both the device and lead will be returned for analysis. There were no additional patient effects reported.

Manufacturer narrative:
The lead has not been returned as of this date. This report will be updated if the lead is returned or if additional information becomes available.